Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02880. It was reported the patient was hospitalized for infection of her scs system's surgical incision site(s). Follow-up with the patient's surgeon identified the patient's entire scs system was removed. The surgeon stated both of the surgical incisions looked "suspicious". Cultures were done of both wounds but results were not available. The patient was prescribed antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.